Event description:
It was reported that patient had original surgery for a left distal femur fracture on an unknown date. Patient experiencing sensitivity and requested implants be removed. Explant of implants was done by surgeon on (B)(6) 2013 with no issues. Since the fracture was healed no additional implants were needed. This report is for an unknown screw. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date-unknown. Without a lot number, the device history records review could not be completed. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for 1 unknown 4 screws.

Event description:
This unknown screw has been identified as a 7.3 cannulated locking screw. Length of screw is still unknown. This report is for 1 unknown 4 screws.